Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a hematoma in the pocket of their newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD). Surgical intervention was performed and the hematoma was removed and the pocket was washed. The physician thought the cause of the hematoma may be related to the effect of an anticoagulant the patient was taking. The s-ICD was reinserted back in the pocket and remains in service. No additional adverse patient effects were reported.